Manufacturer narrative:
Additional procodes: hwc. The device was removed from the patient intraoperatively. Complainant part has been received, however, product investigation is not yet completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screws were used in surgery for the right first metatarsal bone fracture on (B)(6) 2018. Va lock screw in question could not be tightened. The surgeon completed it with a 20-minute delay. There was no adverse consequence to the patient. The surgeon¿s comments: the screw insertion angle may have not been stable even with the help of tentative bone fixation with k-wire. This complaint involves 2 devices. Concomitant parts: -k-wire (part# unknown / lot# unknown / quantity 1). -insertion angle (part# unknown / lot# unknown / quantity 1). This complaint is for one (1) plate. This is report 2 of 2 for (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows:

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 04.211.201s. Synthes lot number: l524075. Release to warehouse date: 22.aug. 2017. Expiry date: 01.aug.2027. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure for the right first metatarsal bone fracture on (B)(6), 2018, the variable angle (va) locking screw could not be tightened. Surgeon stated the patient¿s inferior bone quality, even the temporary bone fixation with kirschner wire (k-wire) was not effective enough for the screw insertion with the desired angle. Surgery was unsuccessfully completed with a 20 minute delay, surgeon aborted the procedure. Patient status was reported as okay. Concomitant medical products: k-wire (part number unknown, lot number unknown, quantity 1), insertion instrument (part number unknown, lot number unknown, quantity 1).